Manufacturer narrative:
Initial reporter updates, & report source update: this report updates the initial reporter information to the physician who initially reported the issue and includes the report source of how the issue became known by osteocentric technologies, inc.

Event description:
Surgery was performed on a subacute pelvic injury. A 7.0 cannulated fastener used in the procedure was observed to be backed out at around the six-week postoperative mark. The fastener was retightened after the initial surgery but was observed to be backed out again after two weeks. Attempts have been made and additional information on the reported event is unavailable at this time. If additional information is made available, the investigation will be updated as applicable. No harm to the patient was reported.

Manufacturer narrative:
The results of the investigation is inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown.based on the information received, the root cause could not be determined.